Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a normal generator change. Prior to procedure, the pulse generator was interrogated and exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition.